Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) has been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. Medtronic is attempting to gather additional information surrounding the circumstances associated to this event. The customer did not retain the unit serial number which determines the date of manufacture.

Event description:
Medtronic received a report that high spo2 readings of 100% were displayed on a birdie bedside spo2 monitor while the patient was in cardiac arrest. Information regarding any required intervention performed was not reported. The customer reported the patient died on (B)(6) 2016 as a result from an acute hemorrhage from the alimentary tract.